Event description:
Product took off pieces of skin on each side of pt's nose when it was removed. Pt had worn the product for 24 hours. While going through the labeling to answer questions the consumer found a caution statement on label that said not to wear for over 12 hours a day. They said they didn't notice that before.